Event description:
During a coronary artery drug eluting stenting treatment procedure that a stent embolization occurred. The physician was treating a calcified lesion in the right coronary artery (rca) with a 4.0x16mm taxus express2 drug eluting stent when the stent was stripped from the balloon. Interventions were attempted to removed the stent, but were unsucessful.